Event description:
It was reported during the laparoscopic assisted hysterectomy, after the second firing of the tsw45, the scrub tech attempted to reload the instrument and could not get the reload out of the instrument. A second tsw45 was used and after the first firing of the instrument, the scrub tech started to reload the device, and noticed the anvil had become dislodged. A third tsw45 was used to complete the case and there was no consequence to the pt.